Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing of atrial activity on the left ventricular (lv) lead and the right ventricular (rv) lead. As a result, pacing inhibition occurred on the lv channel and inappropriate pacing was delivered on the rv channel. Technical services (ts) recommended programming options. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted as additional information was received that reprogramming occurred. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing of atrial activity on the left ventricular (lv) lead and the right ventricular (rv) lead. As a result, pacing inhibition occurred on the lv channel and inappropriate pacing was delivered on the rv channel. Technical services (ts) recommended programming options. No adverse patient effects were reported. This crt-d remains in service. Additional information was received that reprogramming occurred. No adverse patient effects were reported. This crt-d remains in service.